Manufacturer narrative:
The customer found a leak at the tubing through pinch valve pv14 which was worn. The customer replaced the tubing, which repaired the leak. The customer verified the leak was repaired. (B)(4).

Event description:
The customer reported a leak at the tubing through pinch valve pv14 of the coulter hmx analyzer with autoloader while running startup. The volume of the leak was about 5 cc and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.